Manufacturer narrative:
Of the reported 5 devices, lot numbers were provide for all the devices, and the lot history reviews were performed. Of the 5 reported malfunctions, all 5 devices were returned to the manufacturer for evaluation. The investigation is inconclusive for the reported seal issue for all 5 malfunctions. A definitive root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced unsealed device packaging. These reports were received from various sources. Patient's were not involved in any of the reported events as there was no patient contact. Age, weight and gender were not provided.